Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on 31-jul-2017. The most recent information was received on 01-sep-2017. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("suspected allergy to nickel") and scleroderma ("scleroderma") in a (B)(4) female patient who had essure (batch no. 940968) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2017, 4 years 9 months after insertion of essure, the patient experienced device expulsion ("during bilateral salpingectomy essure inserts were not found. Suspected expulsion/plain film of abdomen after operation showed the absence of the inserts."). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), scleroderma (seriousness criterion medically significant), pain ("various types of pain"), abdominal distension ("bloating"), migraine ("migraines"), tendonitis ("tendonitis"), hot flush ("hot flushes"), premenstrual syndrome ("worsening of premenstrual syndrome"), alopecia ("hair loss") and pruritus ("itching"). The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the allergy to metals, scleroderma, device expulsion, pain, abdominal distension, migraine, tendonitis, hot flush, premenstrual syndrome, alopecia and pruritus outcome was unknown. The reporter provided no causality assessment for abdominal distension, allergy to metals, alopecia, device expulsion, hot flush, migraine, pain, premenstrual syndrome, pruritus, scleroderma and tendonitis with essure. The reporter commented: no preoperative control test in (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Hysterosalpingogram - in (B)(6) 2012: inserts in place. Laparoscopy - on (B)(6) 2017: did not find essure inserts. X-ray - on (B)(6) 2017: absence of inserts. Confirmatory ultrasound examination in (B)(6) 2012 due to marked pain. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred terms. In this particular case a search in the database was performed on 1-sep-2017 for the following meddra preferred term: allergy to metals: the analysis in the global safety database revealed 296 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 1-sep-2017: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority (B)(4) on 31-jul-2017. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("suspected allergy to nickel") and scleroderma ("scleroderma") in a (B)(6)-year-old female patient who had essure (batch no. 940968) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6)2012, the patient had essure inserted. On (B)(6)2017, 4 years 9 months after insertion of essure, the patient experienced device expulsion ("during bilateral salpingectomy essure inserts were not found. Suspected expulsion/plain film of abdomen after operation showed the absence of the inserts."). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), scleroderma (seriousness criterion medically significant), pain ("various types of pain"), abdominal distension ("bloating"), migraine ("migraines"), tendonitis ("tendonitis"), hot flush ("hot flushes"), premenstrual syndrome ("worsening of premenstrual syndrome"), alopecia ("hair loss") and pruritus ("itching"). The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the allergy to metals, scleroderma, device expulsion, pain, abdominal distension, migraine, tendonitis, hot flush, premenstrual syndrome, alopecia and pruritus outcome was unknown. The reporter provided no causality assessment for abdominal distension, allergy to metals, alopecia, device expulsion, hot flush, migraine, pain, premenstrual syndrome, pruritus, scleroderma and tendonitis with essure. The reporter commented: no preoperative control test in (B)(6)2017. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Hysterosalpingogram - in (B)(6) 2012: inserts in place. Laparoscopy - on (B)(6)2017: did not find essure inserts. X-ray - on (B)(6)2017: absence of inserts. Confirmatory ultrasound examination in (B)(6) 2012 due to marked pain. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 02-aug-2017 for the following meddra preferred term: allergy to metals. The analysis in the global safety database revealed 277 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.